Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of (B) (6) 2009, "the patient was returned to the cardiothoracic intensive care unit in stable condition."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 59.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.